Event description:
Ous MDR. Sensing problems and inadequate shock deliveries were reported after an implantation time of 7 days. The lead was explanted.

Manufacturer narrative:
Ous MDR. The analysis checked the mechanical and electrical properties of the lead. There were no deviations from the technical specifications that could be related to the clinical complaint. There were no indications of material defects or manufacturing errors.